Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings:moisture evident behind display lens. Due to internal moisture contamination pump powers with the returned battery cap to a audible tone, no vibration and a multi colored distorted display image. Battery cap is able to fully tighten. Battery compartment intact. A power loss was not duplicated. Due to internal moisture contamination keypad is unresponsive. Keypad is intact, no peeling. Removed keypad. No contamination under key contacts.. Unable to complete all testing steps due to internal moisture damage/unresponsive keypad. Pump case cracked in corner of display area. Leak test shows leak at crack in pump case. Pump case was removed and evidence of moisture contamination seen throughout inside of pump, on keypad flex cable and connector and associated other electrical components.